Manufacturer narrative:
Additional information: the returned device was evaluated. The trigger was found to be engaged without returning to its neutral position. After hand force was applied to move the handle to its neutral position, it engaged and the barrel moved forward as expected when the handles were squeezed together. However, the handle did not return to its neutral position when the force was released from the handle. Visual examined found the connection spring to be slightly shifted out of place. The root cause cannot be determined, but a tissue fragment wedged into the spring area during use may have led to the deformation. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the reducer was sticking during surgery. The reducer would stick in one position and would not reduce the rod down into the pedicle screw. The procedure was performed using an alternative reducer. There were no reports of patient injury associated with this event.